Manufacturer narrative:
Additional information was received that the patient wanted the device to be explanted due to pulse generator appeared to be rubbing on bony structures surrounding it. Focal tenderness was also noted in facet joints bilaterally.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an ipg explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an ipg explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg explant procedure. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an ipg explant procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing pain at the mid and low back area. The patient felt that the ipg and the leads were contributing to some of the pain.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an ipg explant procedure.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an ipg explant procedure.